Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), several sets of electrode pads needed to be replaced during the resusitation due to not being able to adhere to the patient. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The actual electrode pads were not returned to zoll medical corporation for evaluation. Instead, a lot number of the pads was provided. An investigation was conducted on retained samples of CPR-d padz one piece electrode pad with real CPR help, lot 0921d for the customer's report. The retained samples were subjected to full testing with passing results. A visual inspection found the lot assembly built according to specification. Review of all records were performed and passed. Based on the evaluation of the retained samples it was concluded that the samples were assembled according to specification without duplicating the report. Analysis of reports of this type has not identified an increase in trend.